Event description:
Upon opening a pencan spinal needle tray, it was discovered that the bupivacaine hcl (0.75%) in dextrose (8.25%) vial was broken. The very top of the vial appeared to have been sheered off with a crystal-like substance in the vial. No glass remnants present in the tray kit. FDA safety report ID # (B)(4).